Manufacturer narrative:
On (B)(6) 2025, novocure received additional information from the patient indicating that she had been transported to the hospital and admitted following a seizure. On (B)(6) 2025, the prescribing physician informed novocure that a causal relationship between optune gio therapy and the seizure could not be ruled out. The physician also noted the potential contribution of stress of device use to the event. The patient had a history of symptomatic epilepsy and was prescribed temozolomide and levetiracetam. In addition, the patient had undergone radiation therapy.

Event description:
A 49-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On may 9, 2025, novocure was informed that the patient had been hospitalized on (B)(6) 2025, following a seizure, and received treatment with unspecified intravenous therapy and oral medication. On may 21, 2025, further details were provided by the prescribing physician, confirming a diagnosis of symptomatic epilepsy. The patient was prescribed temozolomide, levetiracetam 2000 mg, and an additional unspecified anti-seizure medication in response to the event. According to the physician, the seizure represented a pathological progression or worsening of the patient's underlying condition, glioblastoma. The physician indicated that a connection between optune gio therapy and the seizure could not be ruled out. It was also noted that the stress associated with optune gio therapy may have contributed to the onset of the seizure. On june 04, 2025, novocure was informed that the seizures worsened, and the patient was readmitted to the hospital on the same day.

Manufacturer narrative:
Novocure medical opinion is that this is unrelated to optune gio therapy, and is related to underlying disease (gbm). As the physician was unable to rule out a possible contribution of optune gio therapy to the event, novocure is reporting out of an abundance of caution. Risk factors for seizure in this patient include: concomitant temozolomide (convulsions are listed as among the most common adverse reactions. Source: temozolomide prescribing information). Seizure is an expected event with optune gio device use (ef-11 9% and 22% ef-14 optune arm). Seizures are a known complication of gbm and have been reported as the presentation symptom in 27% of cases. During the course of the disease, 51% of patients will experience seizures (clin neurol neurosurg. 2015; 139:166-171). Stress was considered related to device use, although not serious.

Manufacturer narrative:
On june 27, 2025, novocure received additional information from the treating site that on an unspecified date the patient was hospitalized due to recurrent seizures and optune gio therapy was discontinued. Furthermore, the patient underwent surgery for tumor recurrence on an unspecified date.